Event description:
The customer reported the system displayed uninterpretable images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A single board computer upgrade was completed. The system was then found to be working as intended.